Event description:
It was reported that during a urological operation, bipolar cautery was used and the patient complained that the device was heating up. The anesthesiologist confirmed that the skin over the device was warmer than the surrounding skin. The device was checked and all tests revealed the same measurements as they were preoperative. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged malfunction. (B)(4).